Event description:
The dr was unable to insert the intra-aortic balloon catheter into the sheath. The intra-aortic balloon and sheath were not returned to datascope for eval. They were discarded by the facility. (Event complications: none from the event-reported 6/5/98.) (Pt's current status: unk-reported 6/5/98.)